Manufacturer narrative:
Event date is estimated. Further information (weight ) requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient failed to charged their device and lost therapy. Surgical intervention took place wherein the ipg was replaced and therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.